Event description:
Coiling treatment was conducted of an aneurysm. Upon positioning the coil, it was reported to prematurely detach within the microcatheter. The catheter and coil were removed together successfully. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The delivery pusher and coil were returned for evaluation and confirmed the implant coil was stretched and detached. The evaluation shows excessive force was used which likely led to the coil becoming detached. Mvi reference number: (B)(4).